Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the (B)(6). The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the event is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Manufacturer narrative:
Case was re-opened to enter additional information. The pt has now undergone revision surgery. The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed.

Event description:
It has now been reported that the patient underwent revision surgery on (B)(6) 2013 due to pain, loosening and corrosion.

Manufacturer narrative:
Additional information was received on june 25, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2013 due to pain, corrosion and loosening. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. Review of surgical report did not lead to new information regarding the reported event. During the visual examination, the durom acetabular component presented light wear and scrapings present on the porous coating, no visible wear present on the articulating surface and rim. The metasul large diameter head presented no visible wear present on the outer and inner faces, head cavity walls, head cavity floor, and taper cavity floor. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
This case was re-opened on (B)(6) 2013 to enter additional information received on january 18, 2013. The manufacturer did not receive the devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again.

Event description:
It has now been reported that the patient's weight is (B)(6). It is still unknown if a revision surgery is in discussion or has taken place.

Event description:
It is reported that patient underwent left total hip arthroplasty on (B)(6), 2007. It is also reported that post op, patient experienced pain, and will be revised on (B)(6), 2011.